Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the catheter packaging had a hole from the exterior box through the sterile packaging. Prior to a pulse field ablation (pfa) procedure a farawave catheter was selected. It was found that the product box had been damaged during shipping. There was a hole present in the exterior box, the internal catheter box, and the sterile packaging. An alternative device was used in the procedure, which was completed with no patient complications.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis, though the packaging of the device was not returned. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The returned catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. Media inspection was conducted on a photo of the packaging in lieu of its return. In the photo it was possible to observe that the packaging was damaged, confirming the reported clinical observations.

Event description:
It was reported that the catheter packaging had a hole from the exterior box through the sterile packaging. Prior to a pulse field ablation (pfa) procedure a farawave catheter was selected. It was found that the product box had been damaged during shipping. There was a hole present in the exterior box, the internal catheter box, and the sterile packaging. An alternative device was used in the procedure, which was completed with no patient complications.